Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was at working at a desk when the sensor was displaying "low" for about 2 hours and the patient stated they kept drinking juice. She checked her finger stick and it was 440 mg/dl on the bg meter. The patient experienced vomiting and diabetic ketoacidosis. She communited with her doctor via a messagingapp and was advised to go to the hospital. She went to the hospital via ambulance and was not treated while in the ambulance. At the hospital, the patient was provided medication for nausea and insulin via IV therapy. The pateitn was in the hospital for 2 days. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.